Event description:
Rptr complains of aches and pains, dry mouth, hard and painful breasts, itching, redness and swelling of skin, swelling of joints, hands and feet, fatigue, hair loss, rashes, and shortness of breath. (See also 1002069.)